Event description:
The subject lead was implanted on (B)(6) 2010; positioned from the cephalic vein through the cut-down approach. The associated ICD was interrogated on (B)(6) 2011 upon emergency follow-up. Shock therapy was programmed off while shock therapies (inappropriate) were being delivered. Holter memories were not completely read from the implant memories, and data could not be saved. Possible lead breakage around the clavicle was confirmed through portable x-ray imaging. Additional info was obtained on (B)(6) 2011: new x-rays were performed, and no lead breakage was confirmed. New ICD interrogation was performed: no anomaly was found, normal measurements were observed. However, oversensing was confirmed upon deep breathing. Refer also to MDR 9610579-2011-00094, which is relate to the associated ICD. The ICD system remains implanted.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.